Event description:
Lyra direct sars-cov-2 assay - tested negative twice following several at-home binaxnow positive results and symptoms during the acute period of infection. I highly doubt the sensitivity and accuracy of this pcr test " lyra direct sars-cov-2 assay" for detecting covid-19 infection. Lyra direct sars cov2 asay was administered twice in (B)(6) during the omicron outbreak week - on (B)(6) 2021. I have self administered several binaxnow tests at home all of which were positive and I was quite ill for days. FDA safety report ID# (B)(4).